Event description:
Customer reported the system displayed a communication error and x-ray does not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the fluoro functions board and adjusted the power supply. System operates as intended.